Event description:
Doctor reported event of 'infection" from journal article: initial evaluation of laparoscopic roux-en-y gastric bypass and adjustable gastric banding in korea: a single institution study", obes surg (2010) 20: 1096-1101. This medwatch represents the 2 patients listed in table 5 of the article who were diagnosed with "infection."

Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Based upon the information that a 10-cm adjustable band was used the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Infection is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."